Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed at the control-a-flo component of a female luer lock adapter with control-a-flo. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G3: date received by MFR: the correct baxter aware date is 09/14/2021, previously submitted as (09/13/2021). H10: the actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The reported condition was not verified for the retention sample. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.